Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient chest wall port retained non-invasive needle, pumping back blood smoothly, punch the tube when the liquid from the butterfly wing overflow, immediately inform the team leader, comply with the instructions to remove, press the puncture point without distinction, the second day to re-insert the needle. No other information was provided and no patient harm reported.